Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: received pcf answers from sales rep via phone on 2022-11-23: what was the diagnosis and the procedure? Thoracoscopic right middle and lower lobectomy. Did the patient receive any pre-op chemotherapy or radiation? No. Was there any sign of lymphadenopathy around the hilar vessels? Yes. What was the indication for surgery? Small cell lung cancer. What was the procedure? Thoracoscopic right middle and lower lobectomy. How was the post-op bleeding identified? Observed bleeding while washing. How was the post-op bleeding addressed? Manual suture. Was the site of the post-op bleeding identified? Yes. How many days postoperative was the bleeding identified? Bleeding identified before the surgery complted. What was the total estimated blood loss (ml)? 4000ml. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? No. What was the color cartridge used throughout the procedure? And what anatomical structure were they used on? White, green, blue, gold. Unknown. Were there any issues with staple formation throughout the procedure at the site of the bleed? No. Where was the malformed staple in relationship to the split? The malformed staple caused bleeding. Could you provide a detailed timeline of events? No. Is there an autopsy available? No. Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats assisted right middle and lower lobe resection and lymph node dissection under general anesthesia all reloads were fired smoothly during the operation. When the thoracic cavity was washed with distilled water at the last step of the operation, the stump of the right lower pulmonary artery suddenly split, noted the staples malformed with a cleft of 1 cm and a blood loss of about 4000 ml. During the surgery , red blood cells and fresh plasma were infused, a large amount of fluid was replenished. Turned to open operation and manual suture for reinforcement. Upon inspection, there was a staple of white reload malformed. The patient's signs returned to normal after rescue. After the surgery , the patient was transferred to ICU for further treatment. Then the patient was discharged voluntarily on the day after transferred to the ICU. The next day the hospital was informed that the patient died.